Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to an overcurrent which was applied to the fuse due to a short circuit in the power supply circuit. The cause of the failure of the power circuit was considered to have been caused by damage to the electronic components of the subject device. The cause of damage to the electronic components could not been identify but might have occurred due to accidental failure with passing more than 7 years since manufacturing the subject device. Oekg also reported the reported phenomenon occurred before the procedure and there was no delay of the procedure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. (B)(4) concluded that there was a short circuit on the power supply board. However there was no visible damage on the subject device nor the power supply board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was broken, the fuse of the subject device blew when the subject device was turned on at the unspecified timing. There was no patient injury associated with this report.